Event description:
A biomedical engineer reported poor vacuum during the irrigation/aspiration (I/a) mode of a cataract extraction surgery. The customer contacted technical services and during the phone call discovered the black o-ring was missing from the I/a tip. Additional information was provided by the biomedical engineer indicating poor suction was noted during I/a mode. The display read "100 and should have read 600". Following a delay of 30 minutes, the case was completed using the lower suction rate with no patient harm reported.

Manufacturer narrative:
No samples were returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the complaint issue cannot be determined. The o-rings need to be checked for damage and wear prior to each setup as stated in the direction for use. The reusable handpiece tip should not have been used if an o-ring was not present. This will result in a poor vacuum as stated in the complaint. All handpiece tips are 100% visually inspected by trained operators using 15x magnification and flow tested during manufacturing. A handpiece tip with a missing o-ring would have been found during both the visual and functional assessment. No additional action is required at this time. (B)(4).